Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant cardiac troponin-I (ltni) result. Quality control (qc) was within acceptable range. The affected patient sample was spun for three minutes. The customer froze the sample, spun it, and repeated it several times. All repeat ltni results for the affected sample were repeatable. The customer also ran replicates of qc, which were precise. The ccc specialist recommended that the customer spin the sample tubes longer and according to the tube manufacturer's specifications so that sample integrity can be preserved. The cause of the discordant ltni result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated cardiac troponin-I (ltni) result was obtained on one patient sample on a dimension exl 200 instrument. The initial result was not reported to the physician(s). The sample was repeated on the same instrument, in duplicate, resulting lower. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni result.

Manufacturer narrative:
The initial MDR 2517506-2017-00812 was filed on (B)(6) 2017. Additional information (B)(6) 2017): a siemens headquarter support center (hsc) specialist reviewed the instrument data and determined that there was no reagent or instrument issue. The hsc specialist determined that the sample was not centrifuged according the tube manufacturer's instructions. The hsc specialist concluded that the interference from incomplete centrifugation could be the potential cause of the event. The hsc specialist stated that the issue with sample probe could not be ruled out although, no other samples have shown the issue and the precision studies performed by customer were within specifications. The cause of the discordant cardiac troponin I result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.